Event description:
Caller reported an error with the continuous glucose monitor, specifically a cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Complete pump reset information was provided to the customer by technical support, and the customer planned to reset the pump and follow up if the issue persisted.